Event description:
During a follow-up, low sensing was observed. Pocket infection was also noted. Patient was prescribed antibiotics prior to scheduling the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.